Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 280 mg/dl at the time of the incident. The customer stated that her blood glucose dropped to 34 mg/dl. The customer stated that the low blood glucose was treated with crackers and orange juice until the blood glucose rose to 56 mg/dl then she was sent to the hospital. The customer stated that the insulin did exit during fixed prime. The insulin pump will not be returned for analysis.